Event description:
The reporter stated the surgeon used a aq2015a silicone three piece lens. The iol was loaded by the tech. As the surgeon was advancing the lens into the pt's eye, the lens got stuck in the injector. The lens was not inserted into the eye, but there was pt contact. A backup lens was implanted, same model and size. There was no pt injury. Does not think there was a problem with the cartridge or injector. Stated an aq cartridge was used but did not know the injector model used. Condition of lens is unk.

Manufacturer narrative:
(B)(4). Conclusion - the product pertaining to this claim not returned for eval. Based on the complaint history, it was determined that most likely the root cause of this event was due to user error. (B)(4).